Event description:
It was reported that during a bph surgical procedure ¿fiber tip broke¿ at 153,480 joules used and 25:00 minutes of usage. The fiber was replaced and the case completed. Patient outcome: no injury to patient reported.

Manufacturer narrative:
(B)(4). The fiber/glass cap shows a circumferential fracture at distal side of fiber/cap fusion zone distal at the bevel edge; the fiber also shows a circumferential fracture proximal to fiber/cap fusion zone under the metal cap location; the glass cap exhibits mild devitrification at the output window; the metal cap exhibits mild detritus adhesion; there is no signs of melting at the proximal fracture location; the outer flow tubing open end appears slightly damaged. Based on device analysis, the potential for forward firing may exist. Probable root cause: based on the device analysis, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.